Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "completely deflated." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as an unidentified (tear) opening, observed a cracked valve seat diaphragm valve and observed delamination total of the valve and plug strap disk shell (adhesive failure) as per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or change data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a right side "completely deflated." Device has been explanted and replaced.